Event description:
It was reported that the patient's pump was tentatively going to be replaced in may. It was noted that the patient's care providers heard the pump beep once. The patient had some disabilities and was not really able to speak; therefore, it was unclear if the patient was having any symptoms. The health care provider was to have the patient come in to interrogate the pump. The pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the read-out of the pump showed that no alarm occurred. The patient¿s caregiver discovered a toy watch in a bag that was felt to be the cause of the ¿beep.¿ there had been no ¿beep¿ heard since, and the patient had no injury. The drug in the pump was clarified to be lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n175906007, implanted: 2008 (B)(6), product type catheter. (B)(4).